Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due toa faulty distribution board. In addition, the connector of the cp-board was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center fails to freeze normally. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause of the faulty dp printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.